Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within specification. (B)(4)

Event description:
It was reported after onyx injection, the physician reviewing the images and noticed onyx was not clearly visible. No patient injury reported.